Manufacturer narrative:
(B)(4). Batch #iyzd14480. The device was received with the upper jaw detached and the I-blade upper tip fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Mfg date: information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested/received: did retrieving the top jaw from the patient cause a change in the plan of care for the patient? Is the broken to jaw being returned with the device? Or, was the broken to jaw discarded? No additional information is available.

Event description:
It was reported that during a laparoscopic oophorectomy procedure, it was reported that the jaw came off, it was recovered. Another like device was used to complete the procedure. There were no adverse consequences for the patient.